Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue and a battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s history revealed unexplainable rebooting events. A battery compartment crack was observed during evaluation. The battery cap was able to be secured properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump¿s power draws were found to be within specification. There was no evidence of damage or defect to the pump¿s internal components. Unrelated to the complaint, the display screen was dim and discolored.